Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low and high blood glucose levels. Customer's blood glucose level was 434 mg/dl, 425 mg/dl, and 500 mg/dl. The device was not returned.